Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the duodenum of a patient. Around mid (B)(6) the patient had the bsc plastic stent implanted. However, the exact implant date was not reported. On (B)(6) 2020 the patient returned for a planned computerized tomography (CT) scan for the patient's underlying pancreatic cancer. During the CT scan, it was noticed that the bsc plastic stent had migrated and eroded through the duodenal wall causing a perforation. The patient was sent to the endoscopy physician where the migrated stent was removed from the patient and the perforation was closed using an ovesco device. The patient was released from the hospital two days later in good condition. About a week later, the patient went to hospice due to their underlying cancer and not due to the bsc plastic stent. The patient passed away shortly afterwards. The exact date of death was not reported. The physician assessed that the patient's cause of death was due to the underlying cancer and was not related to the bsc plastic stent.